Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 600 mg/dl. It was reported that air bubbles were observed. Customer delivered a correction bolus and administered manual injections to address high bg. Tandem technical support assisted customer with priming the air bubbles out.